Event description:
Same case as MFR's #6000130-2004-00161. During a coronary drug eluting stenting treatment procedure, resistance was noted during advancement and removal of the device. The physician was attemping to advance a taxus express2 8.8% 3.00 x 16 mm drug eluting stent to a lesion in an unk vessel when it was noted that the delivery device was sticking on the choice plus guide wire. Following successful deployment of the stent, while attempting to remove the device, the delivery device was again noted to be sticking on the guide wire. No injuries or complications were reported. The pt was reported to be in satisfactory/good condition.